Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 10 and 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified signs of damage about the threads and fracturing at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the item number dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4).. Lot number is not provided / unknown. Initial reporter¿s title and email address are not provided / unknown.

Event description:
Doctor reports that the tsvt4b11 implant had fractured and required removal. Tooth #29.